Manufacturer narrative:
(B)(4). Concomitant medical products: catalog# 51-104100 tprlc 133 t1 pps ho 10x140mm lot# 6576244 foreign source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04649

Event description:
It was reported that debris in the sterile packaging was observed during incoming inspection. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI#: (B)(4). The event was confirmed with product received. Visual inspection of the returned product from lot # 6576244 confirmed a hair-like debris within the sterile packaging. DHR was reviewed and no discrepancies relevant to the reported event were found. The likely condition of the product when leaving zimmer biomet was not conforming to specifications. The root cause of the reported issue is attributed to operator error during the manufacturing process. A CAPA was opened to address the issue of complaints for debris in sterile packaging. This CAPA was closed successfully, following the manufacture of the lot in the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.